Event description:
It was reported that patient presented in ER with slow rhythm with pre-syncope symptoms. Noise was observed on the lead. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the lead was return in two pieces. Analysis found internal abrasion between 8cm and 8.5cm from the distal tip. Since the lead was cut into two pieces, complete electrical test could not be performed.